Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient noticed a red blinking light on their remote monitoring system, indicating that this implantable cardioverter defibrillator (ICD) had issued a red alert. The patient was referred to their physician. No adverse patient effects were reported. This device remains in service.